Manufacturer narrative:
Date sent to the FDA: 10/19/2006. Conclusion code: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemetnal 3500a form will be submitted accordingly.

Event description:
It was reported by the pt that she had protene mesh implanted during bladder surgery 2 yrs ago. Pt reports experiencing pain beginning in 2004. The pt states that she has had 2 surgeries and is awaiting a third to remove pieces of mesh that are separating and moving around her bladder. Her surgeon advised that the pt complaint is for post-op pain related to nerve entrapment. There is no medical report of device failure or erosion.